Event description:
A user facility reported that a washer-disinfector machine was leaking water from the door onto floor during the thermal rinse. The leak went unnoticed and water pooled on the floor. An employee working in the area stepped off of an anti-fatigue mat into the water while holding an instrument container, slipped and fell. The employee received abrasions to both hands, a cut to the upper lip and bruising to her knee. She went to the ER, where the abrasions were cleaned and dressed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen body was reported to have stripes in the display and figures are only showing half. This humapen memoir burgundy pen body was associated with product complaint 1417536, lot 0907c01. The returned device was found to have missing dose segments in the dose and time. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for three to six months. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen body was not continued.

Manufacturer narrative:
The user facility's spd representative reported that the injured employee made a full recovery and has no residual injury.

Manufacturer narrative:
A steris service technician inspected the washer and found that the door closed to the specified mark, but leaked from the top left corner of the unload door during the thermal rinse phase. After the door gasket was replaced, the unit was successfully tested and returned to service.